Event description:
Asr revision.bi-lateral.left asr xl acetabular system.reason for revision: alval/soft tissue reaction.see dint (B)(4) for right hip.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 1818910 -2011 - 20153 is a duplicate report of 1818911818910 -2012 -70902 . 1818910 -2011 - 20153 will be rejected. 1818910 - 2012 -70902  will be kept for investigation purposes.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Bi-lateral. Left asr xl acetabular system. Reason for revision: alval/soft tissue reaction. See (B)(4) for right hip. (B)(4) has been found to be a duplicate of (B)(4). This record has been re-created in order to send the record to void.